Event description:
The pt underwent a cerebral angiogram. The physician is a neuro-interventionalist. Physician attempted closure with the closer tsl 6 fr. Device. Insertion was difficult and the device sheath kinked. The artery was dilated with a 6fr dilator. A second device was inserted without difficulty. The device was successfully deployed. Difficulty was encountered while attempting to remove the device. The physician tried to pull both suture ends taut and the suture broke. The perclose rep present said the foot lever was in the parked position. Multiple attempts were made to remove the device without success. A vascular surgeon was called and the surgeon removed the device in the cath lab. The surgeon stated that the foot was partially out of the artery, and not in the parked position. The perclose rep said that the actuator wire had penetrated through the foot. An 8fr sheath was inserted because the pt needed further intervention. The pt was to proceed with cerebral embolization and was reportedly in stable condition.